Event description:
It was reported that this 17-month old patient visited the hospital on an unspecified date. It was reported the patient had high blood glucose readings, had blood glucose fluctuations, and was sometimes getting too much insulin. No treatment was reported. The doctor suspected the insulin pump or the cartridge or a batch issue. No products are available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.